Event description:
Four days after device implantation, the patient reported that he had a pinched nerve. The hcp reported that placement of the intrathecal catheter may have caused nerve irritation and increased pain. An x-ray on 03/2008 showed that the catheter was coiled; it was repositioned on three days later. The hcp reported that the patient recovered without sequela. The pump was used to deliver fentanyl 300 mcg/ml at approximately 100 mcg/day.

Manufacturer narrative:
.